Manufacturer narrative:
The previous report of pump thrombosis is reported under medwatch MFR report number 0002916596-2013-01019. (B)(4). Approximate age of device: 1 year and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that power elevations and high flow were observed in the system controller log file. Pump thrombosis was suspected. The lvad clinician reported that the patient was not showing any signs of pump thrombosis and inr is therapeutic. Due to a history of previous pump thrombosis, the patient's inr target is 2.5-3.5. The patient's lactate dehydrogenase level is normal. The patient reported that the elevations in power were observed after the system controller software upgrade. The patient was asymptomatic. No further information was provided.

Manufacturer narrative:
The report of elevations in estimated flow and pump power over its entirety was confirmed through the analysis of the submitted system controller log file. The submitted log file contained approximately 25 days of data from (B)(6) 2017 to (B)(6) 2017 and captured elevations in pump power and estimated flow throughout the entirety of the log file; however, the system operated above the low speed limit throughout the duration of the log file. A specific cause for the change in pump parameters could be conclusively determined and a correlation between the device and the report of suspected thrombus could not be conclusively determined. The patient remains ongoing on lvas support and no further issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.